Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The mother alleged that the infusion device was not delivering the basal dose correctly, resulting in high blood glucose levels. The mother reported that the doctor made an adjustment to the customer's daily insulin basal rate, however the customer's blood glucose did not decrease. The mother did not inform what type of adjustment was made or how much the total basal rate changed.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.